Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the patient had been experiencing poor efficacy since implant. It was stated that the patient's spasticity had not improved and she had complained of drowsiness and fatigue with increased dose titrations. The patient underwent a catheter dye study and the physician was unable to aspirate through the side port. It was reported that there was a catheter occlusion. It was reported that no action had been taken yet, but the patient would be referred to the surgeon for a catheter revision. The device system was infusing lioresal. Four days later, it was reported that there had been no explant yet and no further action had been taken.

Event description:
It was later reported that the catheter had an occlusion however, the location was not provided. As a result, the patient was hospitalized and the catheter was replaced. There was no injury to the patient.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).